Event description:
It was reported that there was a light collision during movement of the ventilator and a mobile cart base section with one of the four wheels broke off. No pt was connected to the ventilator at the time of the event. No injuries have been reported.